Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009; inratio: 6.3; lab: 2.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio : 6.3; reference: 2.9; mean: 4.60; confidence-limits: 2.5-6.5. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. Accuracy testing performed on returned meter and in-house meters revealed that the criteria for accuracy was met. Root cause of customer's complaint could not be determined due to insufficient info. Complaint investigation revealed no product deficiency. As of 01/15/2010, twenty discrepant result complaints were reported for lot #216969 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Investigation results on returned unit (B) (4) and returned lot 216969: the allowable differences between the inratio inr's and sysmex inr's were calculated. At least two out of three replicates for both samples of lot 216969 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria. No further action is required.